Event description:
It was reported that the patient presented to the hospital for an implantation procedure. Post-implantation, it was noted that the left bundle (lb) lead was dislodged. The lb lead dislodgement was confirmed via chest x-ray. The lb lead was explanted and replaced with a left ventricular (lv) lead. The patient was in stable condition.